Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat multiple vessel disease in the lower extremity. After treatment of multiple vessels successfully, an attempt was being made to treat a lesion located in the popliteal artery. Access was made through the posterial tibial artery. Laser atherectomy was performed over a command guide wire. The command guide wire was exchanged for a non-abbott guide wire and the 6 x 200 mm armada 35 balloon catheter was advanced. On the first inflation of the balloon to rated burst pressure the balloon ruptured and became lodged within the vessel. The balloon could not be completely removed from the vessel and was located at the tibial trifurcation. Despite multiple attempts the balloon could not be removed; therefore, the patient was transferred to another hospital for a below the knee exploration and removal of the balloon. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual inspections were performed on the returned device. The reported balloon rupture was not confirmed due to the condition of the returned device. The reported separation was confirmed. The reported resistance during removal could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties and treatment appears to be related to circumstances of the procedure.